Manufacturer narrative:
The alarm "r" mentioned by the customer does not really exist, it's probably been a misinterpretation of another alarm. In this case, no malfunction was found by service, which proceeded with the regular maintenance service. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "alarm "r"".